Event description:
During the evaluation, it was observed that the power adaptor has a "bulge."

Manufacturer narrative:
(B)(4). Baxter's engineering investigation is in progress. When complete, a supplemental report will be submitted.